Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed, however not received to date: what was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Device return status. Attempts have been made to obtain the device, to date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and topical skin adhesive was used. The physician assistant was applying the adhesive to the leg incision, a piece of glass broke through the side of the ampuole and poked pa¿s finger. There were no patient consequences reported. Additional information has been requested.